Event description:
The manufacturer rec'd information alleging a ventilator shut down and failed to audibly alarm to alert the caregiver. There was no reported pt harm or injury. The device has yet to be returned to the manufacturer for evaluation. A f/u report will be filed when the investigation of the alleged event is complete.